Event description:
It was reported the patient had a multifocal intraocular lens implanted. Post operative he had a refractive error of +1.5 and is unhappy with his reading and distance vision. Patient requested surgical correction. Lens was removed and replaced with a higher diopter lens of the same model 4 months after implant.

Manufacturer narrative:
The lens was discarded by the account and not returned for analysis. Lens met all manufacturing specifications prior to release. Initial report stated this event was caused by a refractive error. A review of the manufacturer's implant database confirmed the initial implant was replaced with a higher diopter lens of the same model suggesting this event was not caused by a deficient lens. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Lens discarded at surgery center.